Event description:
It was reported that after the lead was introduced into the heart during the implant procedure, the physician observed blood in the lumen and the stylet could not be inserted. The lead was explanted and a new lead was implanted without complications. The patient was asymptomatic and stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that capture anomaly was also noted. No further information is available.